Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Voluntary report mw5068146 was received mar 9, 2017. Additional information received via voluntary event report identified the patient complained in 2014 she begin experiencing a burning sensation in her stomach and the rib cage area. The patient stated she visited with her physician and she alleged the physician told her the burning was caused by the neurostimulator. In addition, the patient stated the implant site was tender to the touch during the whole time she was implanted with the neurostimulator. Also, the patient alleged she experienced significant weight loss due to the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at her scs ipg site. Consequently, the patient underwent surgical intervention and had her scs system explanted.